Event description:
It was reported that the patient presented to the hospital for unrelated reasons. Intermittent oversensing resulting in pacing inhibition was observed. Program changes were made. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.